Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely from motor assembly or electronic control unit failure from normal wearout. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The device manufacture date was documented as january 28, 2008 in the supplemental report. The device manufacture date has been updated as november 23, 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the electric pen drive device was not working. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.